Manufacturer narrative:
(B)(4). The reporter advised that service personnel had evaluated the device and verified the reported issue. The device has not been returned to physio-control for evaluation. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer.

Event description:
A third party service agency contacted physio-control to report that a device would not power on when prompted. As a result, defibrillation would not have been possible if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
A third party service agent replaced the devices power, user interface and therapy pcb assembly to resolve the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio control evaluated the removed part and was unable to duplicate the reported issue. The cause of the reported issue could not be determined.

Event description:
A third party service agency contacted physio-control to report that a device would not power on when prompted. As a result, defibrillation would not have been possible if it were necessary. There was no patient use associated with the reported event.